Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the physician had difficultly navigating the tricuspid valve. A perforation eventually occurred. The physician performed a sternotomy to repair the damages. The ipg was attempted not used and replaced. No further patient complications have been reported as a result of this event.